Event description:
A peritoneal dialysis (pd) patient reported that a cycler screen is blank. The event took place during an unknown phase of the treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank; the ok and stop keys made sound when pressed. The cycler was rebooted. The ok and stop keys lit up but the screen remained blank. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that the patient was able to complete treatment on the cycler. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a shortage on the inverter board. The inverter board is located on the rear of the front panel assembly. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). . Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.